Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor issues. The customer had hit a place that causes him to bleed. The customer stated the site was not actively bleeding. Troubleshooting was performed. The customer also mentioned that they had sensor discrepancies. The sensor would be 100 points off. The customer stated they had a sensor glucose reading of 40 mg/dl and it was trying to suspend insulin delivery. The customer¿s blood glucose level was 104 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used partial sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return insertion needle. Cannot performed bbs test as the sensor is beyond its expiration date.